Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023 hardware (1 plate and 4 screws) was removed due to a broken plate. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
Updated fields: b1 adverse event & product problem b5 describe event of problem: it was reported that after an initial bunion surgery on 04-14-2023 hardware (1 plate and 4 screws) was removed due to a broken plate. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. D4 lot number: 300062001; expiration date: 11/18/2024 d9 date returned to manufacturer: 09/01/2023 g3 date received by manufacturer: 09/01/2023 g6 type of report: 30-day, follow-up h2 if follow-up, what type: additional information, device evaluation h3 device evaluated by manufacturer- yes; evaluation summary attached h4 device manufacturer date: 11/18/2021 h6 adverse event problem health effect- impact code: 4627 device explantation type of investigation: 10 testing of actual/ suspected device investigation findings: 3243 stress problem identified investigation conclusions: 4315 cause not established. H10 additional narrative/ data: it was reported that after an initial bunion surgery on 04-14-2023 hardware (1 plate and 4 screws) was removed due to a broken plate. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device was returned for evaluation, analysis of the returned device confirms the reported issue of a plate breaking between the center holes.the device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, a broken plate on the 3rd metatarsal was discovered during a follow-up visit via radiographic imaging, approximately five and half weeks post-surgery. Additional information indicates the surgeon wants to let the bones fuse and reevaluate the patient's needs at a later date. No revision/removal surgery has been planned or scheduled at this time. It's possible that the patient may have been distributing her weight toward the outside of her foot (toward the 3rd metatarsal) to prevent too much weight from being loaded onto her 1st metatarsal. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, a broken plate on the 3rd metatarsal was discovered during a follow-up visit via radiographic imaging, approximately five and half weeks post-surgery. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.